Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the rv apex lead alerted for high impedance and the ra lead continued to show noise. In 2009, the rv apex lead exhibited noise on the pace/sense portion of the lead. A new lead was added at the time for pacing/sensing and the remainder of the rv apex lead remained in use. The patient's entire system was explanted and replaced. During extraction of the leads, all of the leads had retraction issues with the helix. All of the lead were eventually able to be laser extracted. During the explant procedure, a small posterior pericardial effusion was noted. During extraction of the ra leads, there was difficulty extracting the leads due to significant fibrosis under the clavicle. Traction of the two leads did free each from the right atrium, but the traction was noted to cause partial unraveling of the leads. The ra leads were eventually able to be extracted with an outer sheath. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the partial lead was returned in segments, analyzed, and no anomalies were found. Visual analysis of the lead indicated apparent explant damage. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Continuation of concomitant products: 5076-52 lead implanted (B)(6) 2007; 6943-65 lead implanted (B)(6) 1999. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead and the rv apex lead both exhibited high impedance. The leads remain in use. No patient complications have been reported as a result of this event.